Event description:
In (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan revealed a 15 degree leftward tilt and a minimal mesenteric perforation involving the distal inferior filter limbs measuring 2mm.

Event description:
In (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan revealed a 15 degree leftward tilt and a minimal mesenteric perforation involving the distal inferior filter limbs measuring 2mm.